Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023. H6: investigation summary two open 32g x 4mm pen needle samples along with one insulin pen were returned from lot. No. 2186568, cat. No. 320584. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on both samples. A broken piece of cannula was observed in the septum of the insulin pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to determine root cause.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle cannula breaks off. The following information was provided by the initial reporter, translated from dutch to english: the bd micro-fine ultra 4mm pen needles often break off.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle cannula breaks off. The following information was provided by the initial reporter, translated from dutch to english: the bd micro-fine ultra 4mm pen needles often break off.

Manufacturer narrative:
D.4. Medical device lot #: lot was reported; however, this is not a lot # manufactured for the reported catalog #. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device lot #: lot was reported; however, this is not a lot # manufactured for the reported catalog #. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.